Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.